Event description:
This event is likely to cause or contribute to an injury or possible ill effect. The user could be stranded. Customer alleges that his batteries on his pronto m94 will not hold a charge. Battery indicator will go from fully charged to low battery within minutes. There is the possibility for this user to use the device when it may possibly stop where the user can get stranded.

Manufacturer narrative:
(B)(4) no RMA. Has been issued for this issue. Model m94, serial number/date code (B)(4) is approximately 5 years old. The owner's manual part number 1122145, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.